Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient experienced irritation at the infusion site (arm) after wearing the pod between 24 and 36 hours. The affected area was painful, bleeding, red, swollen, blistering, and hard with a small lump. The irritation spread throughout the arm and extended to the patient's fingers. Patient reported being unable to lift her arm. It should be noted that patient removed pod and applied a new one on the opposing arm. Patient wore second pod for longer than 48 hours, however, experienced similar (but less severe) irritation, which was described as pain, redness, blistering and itchiness. Subsequently, patient sought care at a clinic on (B)(6) 2017. The initial pod site was diagnosed as a "local infection reaction." As treatment, physician prescribed 150mg capsules of clindamycin, triamcinolone acetonide cream, and mupirocin ointment 2%. It was not clear if the second site was officially diagnosed as an infection, however, patient was directed to apply the prescription triamcinolone acetonide cream to this site, as treatment.